Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The valve was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed. A review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, during advancing the delivery system and valve through the sheath, resistance was felt due to difficult femoral access but was able to successfully advance. Upon alignment, the valve inflow stent was bent backwards. The valve was deployed in position 90:10 aortic/ventricular with no paravalvular leak'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible that the valve strut caught within the sheath during the delivery system advancement. So, if the excessive force was applied, it could result in the reported valve damage. This procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. In this case, a vascular dissection occurred and was possibly due to procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event. A product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A corrective/preventative action (CAPA) has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, during advancing the delivery system and valve through the sheath, resistance was felt due to difficult femoral access but was able to successfully advance. Upon alignment, the valve inflow stent was bent backwards. The valve was deployed in position 90:10 aortic/ventricular with no paravalvular leak. The patient's blood pressure dropped and a small dissection in the descending aorta was noted. The physician went back in to repair the dissection and the patient was stable post procedure.